Event description:
It was reported that the target lesions were the distal and proximal saphenous vein graft (svg). An 8fr guiding catheter, 8 fr guideliner, and a distal embolic protection device were used during the procedure with a femoral approach. A 3.0x20 non-abbott balloon catheter used to pre-dilate the distal and proximal svg. A 4.0x28 xience v stent deployed at 14 atmospheres in the distal svg. Then a 4.0x28 xience v stent was deployed at 14 atm in the proximal svg. A non-abbott balloon catheter was used for post dilatation, however, plaque prolapse was noted. A 4.0x12 xience v stent was deployed at the distal edge of the proximal xience v to treat the plaque prolapse. Deployment was at 14 atm and post-dilatation was performed with a stent delivery system balloon catheter at 20 atm. A perclose proglide was used to close the femoral entry site, however, the needle failed to capture the anterior or posterior wall of the vessel. Another attempt was made (with the same device) successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A f/u report will be submitted with all relevant information. The perclose proglide device indicated is being filed under a separate medwatch MFR number.